Event description:
The customer reported that the perflex face plate is loose. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the perflex face plate is loose fitting, but is not damaged. There is a permanent white film on the edges of the faceplate. Pressure readings were not within spec. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of the specified range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).